Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's father that the customer had a blood sugar of 51 mg/dl and was receiving low alerts and is losing the signal for the sensor. The customer states the sensor was not bent when she removed it from the body, but the sensor signal keeps dropping. The customer treated their low blood glucose with food and glucose tablets. The customer declined troubleshooting for the lost sensor. Nothing is returning.